Event description:
It was reported that the right ventricular (rv) lead had over-sensing and noise indicative of a lead fracture. There was an abrupt increase in rv pacing impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured and was distorted. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had a white substance, had cosmetic depression, and had breached depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. There was tissue on the helix.